Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient was hospitalized with high blood glucose and diabetic ketoacidosis. The patient's blood glucose at time of hospitalization was 448 mg/dl. The patient had been using insulin pump system within 48 hours of reported high blood glucose event. The patient stated, she tried to treat herself for high blood glucose by putting additional insulin in from the pump, however, it did nothing, so she was hospitalized. The patient was given intravenous fluids, insulin therapy and manual injection as a corrective treatment in the hospital. Reportedly, the patient had a bent cannula. At the time of this report, the patient's blood glucose level was 319mg/dl and was still in the hospital. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.